Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient's has not worked for several years. The patient noted that they experienced a lot of pain from the implant surgery in 2010, and that the therapy helped for about 2 years after implant and then it stopped. The patient wanted to get the ins removed. MRI compatibility guidelines were provided to the patient (MRI unrelated to device/therapy). No further complications were reported.